Manufacturer narrative:
Zoll has received the product for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (B)(4) displayed "pull up lifeband/reposition patient". The user's facility biomed evaluated the platform and observed a user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. Biomed was unable to clear ua07. No patient involvement.

Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform sn (B)(4) was confirmed during functional testing and archive data review. Also, the reported "pull up lifeband/reposition patient" error message display was not duplicated during test. The investigation findings revealed that the root cause of the reported issue was due to a defective load cell module 2. Unrelated to the reported complaint, a damage load plate cover and a bent battery clip on the ap platform were observed during visual inspection. These types of physical damages attributed to user mishandling. The damaged parts were replaced. During archive data review, multiple ua07 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cell 2 identified during service evaluation was replaced. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse serial number (B)(4). (B)(6) was reported on november 30, 2018, the load cells were replaced to remedy ua07.